Event description:
While the pt was in surgery, pt became unstable. The physician began an epinephrine infusion on the pt. After reestablishing a suitable blood pressure, the infusion was discontinued. Shortly after, the physician noticed a continued rise in the pt's blood pressure that exceeded safe levels. Upon inspection of the infusion medications and IV system, it was noticed that the epinephrine was still being infused even though the control mechanism was clearly in the off position. The pt suffered no longterm neurological or cardiac complications. The IV tubing had to be clamped to stop it from running after discontinuing from the pt.